Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Cause not available because product ic10279 was not returned for investigation.

Event description:
The complaint reported that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. The console did not recognize tubing during the priming process. The prime did not start once the disk was slid into place. No alarms were present. The console was swapped out and a new console worked perfectly fine with the same tubing. No patient harm was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B1, b2, b5, h1, h6, revised to reflect the additional information regarding the patient outcome.

Event description:
Clinical narrative: an impella cp was placed in a 71 year old male for acute decompensated cardiomyopathy. This patients comorbidities were unknown and they presented in scai shock stage d. When priming the device the console did not recognize the purge tubing abd the prime did not start once the disk was slid into place. No alarms were noted. The aic was swapped out and a new console worked perfectly fine with the same tubing. While on support the pump funtioned within expected range for p-7 3.1 l/min and d5w with sodium bicarbonate as the purge. The decision was made to withdraw care after 4 days on support. The death will be conservatively reported but is not related to the events noted while priming the device but rather due to the patients clinical presentation consistent with scai stage d.